Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device was put in one month ago and it was not working. They reported they still had to use a catheter. The patient reported they did not know what to do and could not figure out how to use it. Patient was offered to be walked through patient programmer usage and the patient stated they preferred to have someone come out and show them. Caller was redirected to their healthcare provider to get assistance using the device and/or request manufacturer representative meet them at their healthcare provider's office. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. They reported that urinary retention is a pre-existing condition for them and that catheter use is considered a standard of care. There was no cause identified or actions taken to resolve the device not working.

Manufacturer narrative:
Additional information received from the patient reported that urinary retention is pre-existing and catheter use is standard of care, therefore this event was corrected to no longer be reported for serious illness injury. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.